Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet sleep/wake button became intermittently unresponsive to touch, progressing to instances where the user could not wake the screen without connecting to a charger, which impeded meal announcements and normal operation. Symptoms included transient hyperglycemia with a highest reported blood glucose of 193 mg/dl lasting about 15 minutes, without alerts for severe hyperglycemia, without ketone testing, and without need for medical intervention or assistance. Outcomes included user inconvenience and temporary impaired device usability, without injury or hospitalization. Investigation included review of user reports, troubleshooting guidance, and receipt and inspection of the returned device. Investigation of this case revealed a device performance issue consistent with a nonresponsive user interface control (sleep/wake button) affecting the device¿s ability to wake the display. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the sleep/wake button leading to intermittent failure to activate the user interface.